Event description:
The customer reported that the basket's handle came off during a therapeutic endoscopic retrograde cholangiopancreatography procedure involving a olympus single use retrieval basket. The procedure was completed with a backup device and there was no patient injury reported.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: 1.due to various factors such as the shape, numbers, hardness of the calculus, a force beyond the strength resistance was applied to the device during the retrieval/lithotripsy. 2.the operating pipe broke at the narrow part. 3. The control rod came out. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.